Event description:
It was reported that the patient's device is suspected to be at end of service because the patient is experiencing an increase in seizures. Battery life calculations performed using settings provided by the physician show that the patient's device is not at end of service. Good faith attempts to obtain additional information regarding the patient's event have been unsuccessful to date.